Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported by the customer's mother that the customer had some low blood glucose levels recently. Customer's blood glucose level was 30 mg/dl. Customer would like to start continuous glucose monitor training. Customer was doing ok on the pump with his settings. Customer then started to go into the 30s and 40's mg/dl. Customer's mother believes that the continuous glucose monitor will help because it gives a warning. No additional information provided.